Manufacturer narrative:
Analysis of the 8780 catheter sn: (B)(6) identified a leak near the strain relief/transition tubing near the connector during the in-line pressure leak test. Visual inspection identified there was damage to the transition tubing. Analysis of the 8784 catheter sn: (B)(6) identified an anomaly to the catheter/guide wire. Analysis identified a hole in the catheter body. Analysis identified a deformation in shape of the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at .649 mg/day) via an implanted pump. It was reported that the hcp attempted to aspirate through the side port but wasn¿t able to obtain fluid. There were no environmental, external, or patient factors that may have led or contributed to the issue. The hcp then surgically opened the pump pocket. When he removed the pump segment, he was able to aspirate directly from the spinal segment with a 25 gauge needle. He then used a new pump segment to connect to the pump. Once the new segment was placed, he was able to aspirate through the side port, but upon trying to inject saline through the catheter, he noticed a significant balloon formed in the catheter just passed the pump connector. That segment was then replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical product: product ID 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2023, product type: catheter; product ID 8784, serial#: (B)(4), product type: catheter. Suspect medical device references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-apr-2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 27-oct-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.